Event description:
It was reported that after a da vinci assisted radical prostatectomy and lymphadenectomy procedure, the procedure was completed robotically and the patient was discharged; however, the patient returned to the hospital on post-operative day 4 with a possible ischemic injury of the brain. After getting up, the patient felt unwell and unbalanced; the patient experienced a head bruise from the wall, with tonic movement that lasted just under 1 minute, without clonic movements or loss of consciousness. The next few minutes, the patient experienced confusion and was hyporesponsive. It was observed that the patient's mouth turned up a little after the episode. A head computed tomography (CT) scan was performed which revealed poorly defined hypodensity in the cortex of the insula on the left, with loss of differentiation between the white-gray matter; suspicious for ischemic injury. Additionally, there was a hyperdensity in the m2 segment of the left middle cerebral artery suggestive of hematic thrombus.intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. System and instrument log review could not be performed at this time due to insufficient procedure information.